Event description:
The consumer alleges the bar under the seat broke, causing her to fall. The consumer allegedly injured her hand and went to the hospital.

Manufacturer narrative:
A dealer was contacted by a user who stated while outdoors with their rollator, they fell when a bar broke under the seat, and allegedly hurting their hand. Past history with similar complaints indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Malfunction, however, has not been established. Dealer is unsure of extent of injury. The dealer who is working with the consumer stated the device was not purchased from them. Consumer stated they are unsure of where they got the device from. Consumer's weight is not reported. MDR filed based in alleged medical intervention. As a courtesy, the rollator has been replaced and the consumer is satisfied with the replacement. Device is to be returned for inspection.